Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted the type 2 diabetes mellitus (dm), v-go 30, humalog insulin user for the past 3-4 years. Patient is reporting he had 15 v-go from the same box that the bolus button is stuck and the v-go device stopped delivering insulin. The bolus button does not work, it is stuck, it does not pop up to press and give the bolus insulin. This is before using all 18 bolus clicks. He has tried to pry open the bolus button using a letter opener. Then when he does, he does get/hear the two clicks as normal. The patient wears a continuous glucose monitor (cgm) and his diabetes in in good control, ha1c is <6. With this box of v-go his blood sugars have been elevated 300, 350, 400 and one night while sleeping at 3:00am his cgm system alerted him his blood glucose was >500. The cgm stops reading blood glucose at 501. He self- treated his elevated blood sugar by giving insulin with a syringe. Blood glucose readings declined. He has not used the remaining v-go in the box. No additional medical follow-up or treatment was needed. It is likely the bolus button and v-go did not provide insulin resulting in high blood sugar levels. A blood sugar reading > 400, 500 is a serious event with reoccurrence.

Event description:
The patient reported that they have gone through 15 v-go 30 and stated that they all have defective bolus delivery. He usually does 2 clicks 15 minutes before eating and he has had to use a letter opener to get the bolus button loose to be able to push it. Then when he does, he does get/hear the two clicks as normal. The patient reported this has resulted in high blood sugar levels that he treats by using his insulin and a syringe. It was reported that device samples are available for return to the manufacturer for evaluation. However, to date, have not been received.